Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet received.

Event description:
It was reported that during an open reduction internal fixation, the reamer shaft fractured while reaming. A piece of the fractured device was retrieved from the patient and another reamer shaft was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Three medwatches are being submitted for this event, as it is currently unknown which instrument fractured (reference 1825034-2016-02889, 03787, 03788).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition the reamer shaft shows it is fractured and shows significant signs of wear and tear with circumferential scratches along the entire length of the shaft. Product most likely failed via being put through an outside force greater than the products designed strength causing it to fracture, most likely a combination of bending and torsional overload; however, a conclusive root cause of the event could not be determined.